Event description:
User facility reports a patient was exposed to gleuteraldahyde. Patient had bloody diarrhea and was seen by a physician. Patient was hospitalized for 2 days and released. Unknown if medication was administered. Patient reported to have no long-term effects from incident.